Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report. The date on initial report should be 05/25/2016.

Event description:
The company representative was at the physician's office performing troubleshooting on the physician's tablet. The issue was unknown. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not report the updated information received. Date received by manufacturer, corrected data: the supplemental report #1 inadvertently did not report the correct aware date. Evaluation codes, corrected data: the supplemental report #1 inadvertently did not report the updated evaluation codes.

Event description:
Upon follow-up for the troubleshooting outcome, the details of the event/issue were not able to be recalled, but the issue was addressed with no further issues reported. Since there are no issues, the tablet information is unknown as the facility has many programmers. No additional relevant information has been received to date.